Event description:
It was reported that the customer had low blood glucose level of 50 mg/dl. The customer stated that this was due to taking the insulin pump off and treating themselves with too much manual injection. The low blood glucose was treated with juice and fruit. The customer stated that the reason why they took off the insulin pump is because the belt clip was broken and the insulin pump kept falling and dangling. The customer also stated that the reason my they had high blood glucose is because the insertion site was getting irritated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.